Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, and the user¿s caregiver noted intermittent screen responsiveness concerns; troubleshooting guidance included charging above 50 percent, cleaning the device, and adjusting tap cadence, consistent with a device problem involving an unresponsive key or button on the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed an electrical problem, characterized as a device key or button not working associated with the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.